Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6)2013; 419688 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that low p-waves were indicated on the lead trends, and no sensing was noted with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.